Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage to the outer shipping package. The tray with the vacuum line is damaged with evidence the tyvek lid is open. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an octopus tissue stabilizer, it was reported that the sterile box of the product was already open, so the customer questioned the sterility of the product. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there no missing or wrong devices or components in the package. The sterile package was not properly closed.

Manufacturer narrative:
Correction h6.2 eval code method (fdm/annex b): correction h6.3 eval code result (fdr/annex c): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.